Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 218663290 was returned and analyzed. The mapping catheter was visually inspected and showed that the pebax tube was kinked at the metal shaft distal end interface. In conclusion, the mapping catheter failed inspection due to a kink in the pebax tubing section attachment to the metal shaft segment. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.